Manufacturer narrative:
The investigation of optical signal issue has been completed. The returned pump was inspected and there were no physical abnormalities. The pump passed the light continuity test and all 5s parameters were within normal range. Log review showed the following optical trends: signal not reliable (snr) decrease to 0, light decrease, lamp increase to 100, contrast decrease, and gain increase. Upon initial insertion, the parameters were in spec, but about 50 minutes later, snr dropped with the other parameter changes. Real time (rt) log data was unavailable at the time of the snr drop. This drop was accompanied by a placement signal unreliable alarm and occurred while advancing the pump over the wire. The replacement pump worked without complication. The root cause of the optical signal issue was not determined as insufficient data logs were returned for analysis - rt logs at time of issue occurrence was not returned, there were no abnormalities on returned product, and insufficient clinical details related to failure were provided. D9 device returned to manufacturer date added g1 reporting contact email revised on manufacturer device report 1220648-2024-23678 in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella 5.5 was inserted and placement signal low alarm occurred. The impella 5.5 was removed and exchanged. The patient¿s outcome is unknown.